Manufacturer narrative:
Upon further investigation, MDR# 2031642-2021-05201 was reported in error, the unit was not in use on a patient. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that the v60 is displaying alarm led failed diagnostic code. The customer reported that the unit was not in use on patient. The customer contacted product support and biomed was advised that the recommended repair is to replace the power switch overlay. Customer is reporting a philips field service engineer is scheduled to be onsite tomorrow and is requesting an onsite repair. Further information is pending.